Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd¿ mini pen needles would not dispense insulin during the priming process. The following information was provided by the initial reporter: "I have been using the bd mini pen needles and recently I had a problem with two needles from the same box that did not dispense insulin."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 2 unspecified bd¿ mini pen needles would not dispense insulin during the priming process. The following information was provided by the initial reporter: "I have been using the bd mini pen needles and recently I had a problem with two needles from the same box that did not dispense insulin."